Manufacturer narrative:
Concomitant medical products: product ID: dtpb2d4 crtd, implant date: (B)(6) 2022; product ID: 407652 lead, implant date: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with an infection and the cardiac resynchronization therapy defibrillator (crt-d) system was explanted. No further patient complications have been reported as a result of this event.